Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm (indicating air in the set) on the home choice (hc) during dwell 3 of 3. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.